Event description:
It was reported that during the use of the device an occlusion was observed. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation, the sample was received in used conditions with its original open packaging. Visual inspection observed the occlusion between the tube and filter. Functional test: sample was tested using a syringe with colored water to detect any occlusion. Results: during the test, the water did not pass-through filter. The complaint is confirmed. Based on the tests results, it is concluded that the failure could be reproduced in two ways: when the excess of solvent is not cleaned before to assembly the tube with the component. When the tube is introduced two times in the solvent dispenser (procedure is not followed). Q alert was generated to ensure adherence to manufacturing procedure related to clean the excess of solvent before to assemble tube with the component. The action was implemented after the manufacturing date lot reported. Personnel notification was performed on (B)(6) 2021 to notify production personnel about the failure mode reported by the customer.